Event description:
It was reported that log file review captured a no external power event on (B)(6) 2022 while the patient was connected to the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via analysis of the submitted log file. The log file contained approximately 31.5 days of data (07may2022 ¿ 07jun2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2022 from 15:06:57 to 15:07:02 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active; however, no response was received. The mpu was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mpu could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: he reported event of no external power events was confirmed via analysis of the submitted log file. The log file contained approximately 31.5 days of data (07may2022 ¿ 07jun2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2022 from 15:06:57 to 15:07:02 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu was not exchanged and would not be returned for evaluation. It was also reported that the alarms activated due to the ac power cord becoming disconnected from the outlet and that the alarm resolved when the power cord was reconnected to the outlet. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the reported information. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.